Manufacturer narrative:
Product analysis results: visual microscopic visual inspection confirmed the lower threaded portion of the break off screw was returned. Microscopic examination of the set screw identified thread flank and crest damage that is initiated from the start of the thread at the top of the screw. This type of damage is consistent with overloading during the attempted screw implantation. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar olisthe type of procedure or technique used: lumbar spondylolisthesis with pedicle screw fixation and bone graft fusion. It was reported that on intra-op, threads of the set screw damaged. No fragment of the instrument remaining in the patient. There were no patient symptoms or complications as a result of this event.